Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). Another contact info: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had malfunctioned. Low helium alarm. There was no patient involvement reported.